Manufacturer narrative:
H2-3) the software analysis concluded that the logs revealed that user acquired first imaging system spin without any issues. He then tried to acquire imaging system spin for twice and it could not be performed as the tracker or the frame were not steady and the exam navigation was aborted. The logs did not report any error and it was confirmed that the imaging system/gantry was not steady to acquire the spin. There was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. Codes: b01, c19, d14 h2) please see section d9 for device return date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. F26: no patient impact f1908: surgical delay of 20. Minutes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that while attempting to acquire a spin, the mobile viewing station (mvs) of the imaging system displayed a message stating that the spin was not going to be navigated. The local representative (rep) opened and closed the imaging system's gantry, with no effect. It was reported that all 3 green bars were present on the navigation system. The imaging system was removed in place of a non-medtronic imaging system, and no further troubleshooting was completed by site. There was a reported delay to the procedure of 20 minutes. There was no reported impact to the patient.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.